Event description:
It was reported that during a coronary drug eluting treatment procedure, balloon removal difficulties were encountered. The physician had deployed a taxus express2 2.50 x 24 mm drug eluting stent. The balloon was inflated, and deflated without problems. The physician then found it difficult to pull-back on the device because of the sticking balloon. The balloon was pushed in a attempt to detach it. This was unsuccessful. During this manuever the proximal shaft was bent due to the force of the pushing. The physician tried again to pull with more power while turning the shaft which successfully removed the balloon. Additional info regarding this event has been requested.

Event description:
It was further reported there was no pt complication.

Event description:
Additional info reports the target lesion was located in the left anterior descending artery and was significantly stenosed. The stent was placed with a h torque whisper ms guidewire and a cypher 6f vl 3.5 guide catheter. The balloon had been inflated to 12 atms for 12 seconds.